Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported their permanent device was not transmitting to the permanent implant for the past 3 weeks and their symptoms had returned. Contributing factors were unknown. The issue was not resolved at the time of the report. No further complications were reported or anticipated.